Manufacturer narrative:
Device issue with inomax dsir# (B)(4). The device investigation was completed on 20-oct-2015. The regional service center (rsc) service log review revealed a failed nitric oxide (no) cell alarm which immediately followed a failed low no cell calibration with high point: 1053 counts and low point: 2175 counts. The service log also showed a delivery failure (df) alarm raised for monitored no greater than absolute maximum of 100 parts per million (ppm); actual value: 101 ppm. Elevated low point counts during the low calibration are consistent with a misbehaving no cell with the elevated counts possibly contributing to the delivery failure that occurred prior to the failed low calibration. The rsc also experienced the reported complaint of a failed no cell alarm at bootup, performed successful low/high calibrations to clear the alarm and replaced the no cell as a precaution. Although identified in the service log, the rsc did not experience a df alarm during testing. A full function test was performed and the device operated according to specifications so it was returned to the device service pool. The root cause for this report is no calibration low counts above maximum. This condition will be tracked and trended under the company's quality system. Although the customer did not report an adverse event with this device; this report is being submitted to regulatory authorities because a similar failure occurred in the past which resulted in a serious adverse event (MDR 3004531588-2013-00022).

Event description:
On (B)(6) 2015 a respiratory therapist (rt) in the united states spoke with the company regarding a device issue with inomax dsir# (B)(4). The device was in use on a patient and no harm was reported. The rt reported a failed nitric oxide (no) sensor with inomax dsir# (B)(4). The disposables were replaced and a low calibration and no high calibration were performed; but the failure remained. Inomax dsir# (B)(4) was removed from service and returned to the company for service evaluation.